Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (2000mcg at 236mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had a broken catheter at the anchor site. There were no external factors that contributed to the issue and no diagnostics/troubleshooting were performed. The catheter was replaced and the issue was resolved. The patient's weight and medical history were asked but would not be made available. The patient was without injury at the time of the report. Additional information was received from the company representative who reported that the model and serial number of the catheter was unknown. The explanted catheter was discarded.